Event description:
The customer reported that the ventilator went vent inop and alarmed during use on a patient due to a data acquisition pcba adc reference failure. The customer reported there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's service technician was unable to power on the unit during evaluation. The service technician replaced the cpu, power management and motor controller pcb boards to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.